Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation. Patient information was requested but has not been provided. Event occurred in the nicu.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "patients receiving tpn/il and carrier fluids via 3.5 dl uvc central line in the nicu. Patient also receiving multiple blood products which required the carrier fluids to be off loaded to the smartsite port closest to the patient on the maintenance fluid line (tpn). Carrier fluids were replaced to uvc unused port after blood product infusion. It was noted that smartsite valve on the tpn line remained engaged and was leaking tpn thru site when carrier fluids were removed. Line capped with dual cap to prevent further leaking at site." No patient harm was reported.